Manufacturer narrative:
The subject ocs-500 has not returned to olympus medical systems corp. (Omsc). Omsc received the following information from the nurse practitioner who was hurt. The nurse practitioner held the grip and was moving the zoom microscope body horizontally and lifting into the position for examination when the event occurred. The connecting situation between the zoom microscope body and the balance arm was not adequate when the event occurred. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The zoom microscope body and the balance arm of the subject ocs-500 were returned to olympus for evaluation and there were no manufacturing defects in the subject devices. Olympus confirmed the following things. When the event occurred, the subject ocs5-zb was not adequately connected to the subject ocs5-ba. When the event occurred, the practitioner was holding the handle of the subject ocs5-zb and was moving it sideways and upward (moving obliquely upward) based on the investigation results, it is considered that the subject ocs5-zb fallen off due to the movement of it to a level at which the connection is disconnected in a situation that it was not adequately connected to the subject ocs5-ba. The instruction manual of ocs-500 states that if the horizontal arm, balance arm and microscope body are not securely connected, they could fall off.

Manufacturer narrative:
The subject ocs-500 does not return to olympus medical systems corp. (Omsc). The local engineer checked the subject ocs-500. There was no abnormality of the mechanical function when the zoom microscope body was connected to the balance arm. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified colposcopy with the ocs-500, the zoom microscope body and the arm of the subject ocs-500 were detached and landed on the knee of the nurse before falling onto the floor. The knee of the nurse was hurt. The lens on the zoom microscope body smashed. The patient was a little shaken up as the procedure was stopped while the user cleaned up the glass on the floor and found the unspecified similar device to continue the procedure. There was no report of the patient¿s injury other than above.